Manufacturer narrative:
At this time the customer will not be returning the device for eval. If the device is received, a f/u report will be submitted. The device was not returned to hospira for testing and investigation; however, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported during testing at the user facility, the device delivered more than expected. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No add'l info was provided.